Event description:
(B)(4). After having the essure placed in 2011 my periods went from somewhat normal to soaking through a pad and tampon in less than an hour. Overnight I was flooding the bed with blood and my cramps were out of control. I was also having issues with blood clots. Some as large as golf balls. In (B)(6) 2012 I had the novasure done. This stopped the periods in the beginning but since then I still have issues with random blood clots. In (B)(6) 2013 I went back to the obgyn and complained or serious inflammation in my hands, feet, face and stomach as well as severe hair loss. I asked the dr at that time if there was any way it could be my thyroid and he just blew it off as if it were no big deal. For the last 2 years I have not gone back, I still have severe inflammation all over and my hair still falls out and now I have started bruising randomly. I will go in soon to be checked. I had none of these issues prior to essure and after some research about the nickel and pet fibers I am thoroughly concerned that this is all somehow connected